Event description:
Customer reported the insulin pump was damaged. Customer stated the device cracked at the top of the reservoir compartment almost half of the opening 1/8th or more chipped away. Customer stated the circle top fell out of the inside of the reservoir compartment also. Customer's blood glucose was unknown. Customer reported the damage occurred over time when he twists the reservoir in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with moisture damage noted on lcd board and mother board. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection.